Manufacturer narrative:
Continuation of d10 that was initially sent was incorrect. See below for corrected information: 97755 recharger rtm - s/n#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# unknown, product type: programmer, patient ; product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In another call, patient reported recharging the implant took 2.5 hours and the battery depleted before the implant reached 40% in charge quality. No indication of patient harm.

Manufacturer narrative:
G2 - report source updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller would shut off after 4 or 5 minutes of charging the implant; the issue began probably 2 or 3 months ago. Patient would reset the controller to resolve the issue. During the call patient denied damages on the recharger, controller charging port, battery compartment, and battery pack. Patient plugged the recharger and got no device found. Patient got 27/27/29 then 26/31/71 on the passive recharge mode screen. Patient placed the paddle away from the implant and got 15/15/15. The issue was not resolved. An email was sent to the repair department to exchange the recharger. Patient needed glasses during the call. Patient was getting an infusion during the call. Additional information was received from the patient. Pt called back stating they had been having issues with their system for a while and was really bad now. When recharging the ins they got software problem 1. Intellis 2.3.6 3.1056 4. Appegie and a system problem message. When recharging ins the controller was shutting off and would not charge the ins. If they charge the ins the controller and recharger was getting hot. Pt had not charge fully in 10 days. The pt had trouble picking up controller when initiating a ins charge session for they would spend 10 minutes repositioning. Agent closed case

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back stating they had been having issues with their system for a while and was really bad now. When recharging the ins they got software problem and a system problem message. When recharging ins the controller was shutting off and would not charge the ins. If they charge the ins the controller and recharger was getting hot. Pt had not charge fully in 10 days. The pt had trouble picking up controller when initiating a ins charge session for they would spend 10 minutes repositioning. Pt called back from number in phone 2 saying they got the replacement controller, but they same issues were happening. Pt said the cord and controller were still getting hot, and pt kept getting no device found. Pt said they'd enter passive recharge mode, but all the numbers on the bottom would be 0. Pt had been without stim for a week and was in pain.